Event description:
It was reported to philips that the exposure was not possible for the azurion system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired the cardiac procedure was completed by using large focus of the x-ray tube. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that image was black, and device could not do fluoroscopy, with a warning message "generator restarting" being displayed on data monitor. Fse tried to restart the system, but the problem still persisted. Analysis of the log files by fse indicated that there was an error of tube current out of range. Fse measured the inductance of small focus and large focus of the x-ray tube, did the filament test of both large and small focus and both parameters were functioning well. Fse performed tube condition and adaption, in which the small focus adaptation failed confirming that the small focus was defective. Fse replaced the x-ray tube to resolve the issue which was returned for analysis. Part analysis of the x-ray tube indicated that the cause of the x-ray tube was the blown small filament, and this was due to normal wear and tear after extensive usage. After replacement of x-ray tube, the system returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.